Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.